Event description:
Covidien received information from a customer reporting that during use, an endobronchial tube had a damaged cuff. The customer stated that the malfunction made it " impossible to breathe" the reported malfunction did not result in patient injury, permanent damage, prolongation of surgery, nor in prolonged hospital stay.

Manufacturer narrative:
Covidien has requested return of the device. (B)(4).